Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided. Model number: unknown, as the serial number was not provided. Serial number: unknown, not provided. Catalog#: catalog number is unknown, as product serial number was not provided. Expiration date: unknown as there is no serial number provided. UDI number: UDI number is unknown as product serial number was not provided. Device manufacture date: unknown, as the serial number was not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was removed from the patient left eye about 10 years after it was implanted in the sulcus. Patient developed a cataract secondary to placement of phakic iol. The original iol was removed and replaced with a posterior iol. The patient is now doing well. Additional patient records are unavailable. Additional information provided the explant date as (B)(6) 2018. Iol model and serial number was not available.

Manufacturer narrative:
Additional information: device available for evaluation ¿ yes, returned to manufacturer on 3/14/2019. Device evaluation: evaluation of the returned device revealed that the lens received is a non-johnson and johnson surgical vision lens. Manufacturing record review: the manufacturing record review could not be performed because the model and serial number of the complaint product are unknown. Labeling review: direction for use (dfu) review could not be performed because the model of the complaint product are unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.